Event description:
Information received indicates that after 30 minutes of adequate perfusion with an oxygenator, the blood started to turn from normal color to black (indicating inadequate perfusion). Oxygen concentration was increased with no noticeable effect. After opening the svc and ivc the blood gradually turned red. The oxygenator was changed out during the case with no reported consequence to the patient.

Manufacturer narrative:
H3 analysis: the product has been received, but evaluation has not yet been performed. Analysis is limited at this time to a review of the device history record which shows the product met all specifications for release to distribution. When analysis has been completed, a follow-up medwatch will be provided. Conclusion: until an analysis can be performed, no conclusions can be drawn.